Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 2.75 x 13 mm stent was noted to be cracked. The product was not clinically used in the patient. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.